Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test and prime/delivery test. All operating currents are within specification. Low battery alarm and off no power alarm functions properly. No unexpected reset noted. Unit received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart error test, excessive no delivery test and occlusion test due to motor error alarms. Unit had cracked belt clip slot, cracked reservoir tube lip and a missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during basal. Blood glucose level at the time of the incident was 600 mg/dl, which was treated with a manual injection. The customer stated that he was able to rewind the device. Blood glucose level was down to 551 mg/dl by the end of the call. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.